Event description:
Complaint received concerning connection issues with use of 12517-01, 7" smallbore pressure infusion ext. Set w/remv microclave. Facility clinicians reported "in the past week or so we have had issues again with the clear cap on the int's coming of fin the midst of procedures, or before procedure begins. The nurses who have inserted them are being diligent about checking the caps when inserting the int's falling off the tubings after several uses. We also had an inpatient delivered to us, and when the nurse pulled back the blanket to check the int, the cap was gone completely and the pt was in a puddle of blood." There were no reported adverse pt consequences.

Manufacturer narrative:
MFR's investigation: a review of the complaint database for this list number/ similar problem did not record any additional reports/ investigations identifying a MFR or design related non-conformance. Conclusion: the involved device(s) were not returned for analysis and investigation. The cause of the reported incident/ product issue is unk. A review of the complaint database for this list number/similar problem did record additional reports/investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine. The MFR's complaint team reviewed the reported incident/product issues. (B)(4) mgmt review of in-process assembly/quality trend reports identified no adverse trends or contributing issues for the applicable components/sub assy builds.